Manufacturer narrative:
At the time of this investigation, no trends were observed for this event type. There are currently two CAPA's opened - (B)(4) - to investigate pressure dome membrane leak. The product has not been returned for further analysis, therefore it cannot be determined if product met specification. Complaints of this nature are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. Service order number (B)(4) dispatched and completed. CAPA (B)(4) is currently opened to investigate late reporting. (B)(4).

Event description:
Reported by email from a clinical service specialist who was out on the field: customer asked a field engineer (fe) to check pressure sensors because a blood leak at the collect pressure. Service order was dispatched. More information has been retrieved from the customer on (B)(4) 2014 who confirmed the event took place on (B)(6) 2014. Treatment in double needle mode. Due to an air detected alarm, nurse manipulated the kit and broke the collect and return pressure domes, causing a blood leak over the pump deck. The nurse cleaned the sensors and informed the physician, chief of the department to contact the service asking for a fe to check the instrument. After having cleaned, a new kit was installed and a new treatment was completed without further problem. Patient was in stable condition. The product has not been returned for further analysis.